Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had migrated. During the procedure it was discovered the patient's lead was fractured. The lead was cut and tied off, and a l2 drg lead was implanted to help get the patient necessary pain coverage. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.